Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the downloaded receiver log did not confirm the reported event of the receiver screen display being frozen. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The device has been returned; however, the investigation is not yet complete. A follow-up report will submitted upon completion of device evaluation.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient's receiver screen became frozen and would not clear until it was unplugged. No additional event or patient information is available.